Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins). The reason for call was caller stated the pt had been in pain since shortly after implant; the stimulator was implanted in their arm and had been terribly swollen and painful for years. Caller said they had been trying to get ahold of the surgeon that did implant, but they weren't sending records to pt's new pain management doctor. Caller wasn't sure what all they were trying to obtain from dr in order to move forward with removal of ins, but suspected they didn't want to be involved (as agent understood ins was off-label in location). Caller said 'the thing' was also loose inside pt's chest and moving around (agent understood the battery) and the wire (agent understood leads) were in pt's swollen arm. Caller stated both the pt and the healthcare provider were mentally handicapped, and did not know how to use the device. Caller stated pt would get zapped by ins; therapy would help for 15 minutes and then the pain would come back, and now pt's arm was huge and filled up with fluid and turns purple. Agent offered the number for device registration to caller; they will get the fax number for the pain management doctor (dr. Kloth) and contact device registration for any documents that medtronic would be able to provide.

Manufacturer narrative:
Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2021. Brand name vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were in pain, a lot of pain. They reiterated information already reported about mental disabilities and shocking. The doctor at the nursing home that the patient lives at wanted them to try to use the device, but the patient didn't want to. They wanted to have it taken out, but the healthcare provider (hcp) wouldn't due to them being too frail. They would like to have a manufacturing representative (rep) come out to the nursing home to help.